Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to high pacing thresholds, helix extension/retraction issues and removal difficulties. Upon removal, the field representative noticed tissue trapped in the helix. The physician stated the observations could be attributed to the patient's anatomy and condition. The lead was removed and replaced prior to wound closure. No adverse patient effects were reported.